Event description:
Customer care received shock delivered notification. Customer care called and spoke to patient's caregiver who confirmed patient received the therapeutic shock after having been admitted as a hospital inpatient. Patient was issued the wcd system on (B)(6) 2024 for home use and should not have been wearing as inpatient. Customer care further stated that the wcd system is not indicated for hospital use and the patient may remove the wcd system. There was no patient injury or adverse events. However, an undiverted shock to a conscious patient could result in serious injury.